Event description:
It was reported by the surgeon, "I did a laparoscopic sigmoid colectomy on friday. I used a laparoscopic gia to divide the bowel distally, using one reload. I then used an eea to perform the anastomosis. The stapler seemed to function appropriately, and I tested the anastomosis with air insufflation at the completion of the case. The anastomosis subsequently leaked, and at reexploration, the anterior staple line was disrupted. In the course of taking down the anastomosis at the second operation, some of the staples appeared to be incompletely closed. We saved some of them to show you. There were clearly consequences, as the patient is still critically ill in the ICU with sepsis, even after repeat operation."

Manufacturer narrative:
Information anticipated, but unavailable at this time.